Manufacturer narrative:
Device evaluation: the protégé rx carotid stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. The protégé rx carotid stent system was received without a stent. Kinks in the distal assembly of the stent delivery system were noted. The kinks may have formed post-procedure given how the device was packaged for return. The tuohy borst valve was inspected. The valve was received in a loosen state and was able to be tightened. The outer sheath of the stent delivery system was examined: no kinks in the outer sheath were noted. A 0.014¿ guidewire was loaded through the distal tip of the stent delivery system. The guidewire would not pass proximal to the stent retainer. Examination of the inner guidewire lumen revealed accordion folding of the guidewire lumen. The outer sheath was re-examined in the area were the accordion folding of the inner guidewire lumen was noted. No abnormality of the outer sheath was noted. The returned protégé rx was compared to a reference protégé rx to show the accordion folding of the inner guidewire lumen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to treat patient using a protege stent. A 6f (cook) sheath and .014 guidewire were used. Account reported that when the stent was positioned at the lesion, it was unable to be deployed. Physician attempted to push the stent but it jumped to another position and dislodged. The physician was unable to retrieve stent but catheter was removed. No patient complications reported.